Event description:
It was reported that the clear outer sheath got detached. The target lesion was located in an unspecified vessel. During a percutaneous coronary intervention, upon setting up the opticross the connection part of the clear outer sheath got detached. The procedure was completed with another of the same device. No patient complication was reported and the patients status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. The telescope assembly was not able to properly pull back or advance due to the detached telescope tubing. The telescope cannot advance the transducer distal housing to the most distal position. During image characterization testing, no image appeared in the system due to electrical open at distal. No other issues or defects were observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the clear outer sheath got detached. The target lesion was located in an unspecified vessel. During a percutaneous coronary intervention, upon setting up the opticross¿ the connection part of the clear outer sheath got detached. The procedure was completed with another of the same device. No patient complication was reported and the patients status is good.

Manufacturer narrative:
(B)(4).